Event description:
Hill-rom received a report from the account stating that the bed ppm function was not working. The bed was located at the account in room 634. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit sensor malfunctioning. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The technician replaced the sensor to resolve the issue. Based on this information, no further action is required.